Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.4, re-test: 2.3, re-test: 2.2, re-test: 1.6. Caller is an alere home monitoring trainer. Trainers' strips were used with the customers' meter. Strips have been in use for over three months.